Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and the touch screen was shattered, unresponsive and no longer functional. The customer's blood glucose was 180 mg/dl. Customer reported the pump would continue to be used for basal delivery and syringes would be used for bolus delivery.